Event description:
The company received a report where it was claimed that cuff does not deflate properly causing breathing difficulty to the pt. The caller reported that non routine recannulation of a replacement tube was required to isolate the problem. The caller reported that the tube had only been in use one day. This report is associated to the second occurrence reported on: (B)(4) / MFR# 2936999-2012-00088.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified during our investigation, a summary of the investigation results will be provided in a supplemental report.